Event description:
It was reported when using the pyxis medbank system, fingerprint reader was not working and no longer accepting fingerprints. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that fingerprint reader was not working and no longer accepting fingerprints. A field service engineer confirmed that the issue was resolved. The serial number, UDI and manufactures details kept blank since the serial number was not mentioned in the case. The device functioned as intended after the customer resolved the issue.